Event description:
Suring surgery the surgeon tried to do proximal locking on the nail but jig was not in alignment. They could not get the screw to fit in the hole of the nail and had to abori that part of the procedure. The surgeon had to freehand the locking on the nail causing a 30 minute extention to surgery.